Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the event is due to stress. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the ultrasonic cables were damaged, the instrument channel had tube leakage, the 29-35 and 74-82 ultrasonic cables were damaged continuously and the scope ID data was incorrect. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the oes cystonephrofiberscope did not have a cap on it for sterilization during reprocessing. There was no patient involvement reported.